Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that an 840 ventilator had a blank screen. The ventilator was not in use on a pt at the time the malfunction occurred. The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing. Covidien was not authorized to repair the device.